Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue, replaced luer fitting. In additions, the stm also found the autofill volume to be out of calibration. The stm calibrated the unit to factory specifications. The unit passed all function and safety tests to factory specifications. The iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) displayed an autofill error. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) displayed an autofill error. There was no patient involvement, and no adverse event reported.